Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024- 21585- device 1 of 2.

Event description:
Reference number (B)(4) event occurred in spain on (B)(6) 2024, it was reported by the patient that two infusion set cannula was kinked within 3 hours of insertion. Patient replaced infusion set and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.